Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: urethral damage causing false passage or stricture. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system instructions for use lists urethral damage causing false passage as a potential risk of aquablation therapy. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during hemostasis, the patient's abdomen was noted to be hard and distended. A cystogram was performed and verified that the bladder was intact; however, the treating surgeon decided to perform exploratory open surgery. During the open surgery, the bladder was once again confirmed to be intact. The treating surgeon was reported to be highly confident that a breach was located posterior to the bladder neck and a foley catheter was used to tamponade the breach. The treating surgeon is unsure as to the cause. He believes that there could have been one or more pre-existing false passages from the patient using a foley catheter preoperatively. It could have also been caused by the resectoscope or high-velocity water jet. The patient is reported to be recovering well. No malfunction of the aquabeam robotic system was reported.